Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022 due to heart failure while at home on hospice. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26nov2019 via customer order. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was home on hospice and passed away on (B)(6) 2022 due to heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.